Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "version 13.2 and (B)(4) version 11.0 problem, broken pumps. She mentioned that there was patient involvement, no human and there was delay in therapy. She also mentioned that no physical damage to the pumps. Send back the device to the address above, ship attention to (B)(6) pharmacist. No other information provided. Delay in therapy:yes. Need for medical intervention: no. Patient involvement: yes. Death / serious injury: no. Human harm: no. "

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "broken pump".